Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the device was positioned inside the operation theater with the fan positioned away from the operation table. The customer reported that the device was cleaned according to the instructions for use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium. At the moment the species of mycobacterium is unknown. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) has received lab reports confirming the contamination with m. Intracellulare. Mycobacterium chimaera could not be identified in this case due to mould formation. The laboratory was not able to perform further specification tests for the device in question. A deep disinfection is however awaited. Once the unit is returned to livanova (B)(4), further proceedings could be made. Livanova (B)(4) has initiated corrective and preventive actions to investigate this type of issue. If any additional information is received, pertinent to the reported issue, it will be documented in a supplemental report.